Event description:
It was reported that the guide wire could not be inserted into the lead during the implant procedure. Lead was not used. The procedure was completed successfully with the implant of another lead. Patient¿s condition was stable.

Manufacturer narrative:
A restriction due blood/body fluids clogged in the inner coil at 17.4 cm was noted from the connector pin. This is consistent with the observation from the field of insertion failure. Additional information: (B)(6) 2017.